Event description:
The customer reported to customer service that she began using her breast pump in (B)(6) 2011 and developed a little rash on her left breast by the nipple. Over time, she now has the rash on both breasts and it is itchy. The customer indicated that the rash is in the area on her breast that is touched by the breast shield. The customer visited her doctor and received medications for a fungal infection; however, the medications are not resolving the rash. The doctor believes that the rash is a result of an allergic reaction to the breast shields. The customer cleans the breast shields using banicx wash foam and she also uses micro steam bags. The customer indicated that the breast pump is second hand that she borrowed from a friend.

Manufacturer narrative:
In follow up with the customer, she indicated that she is using the 24mm personal fit breast shields with her breast pump and they are leaving red and discolored skin marks on her breasts that match the circumference of the breast shield. She visited her doctor who initially prescribed a fungal cream, but it was not a fungal infection so it did not resolve the rash. The doctor now believes that it is an allergic reaction to the plastic the breast shield is made of. She is now using a steroid cream at night, which does help with the itching and inflammation but her breast skin remains red, discolored and inflamed. It should be noted that the breast pump being used by the customer was borrowed from a friend and the breast shields have been washed repeatedly. The part of the breast shield that makes contact with the skin is made of thermal plastic elastimir. It cannot be definitively concluded that the breast shields, and not an agent that they have been washed with, caused or contributed to the allergic reaction. Therefore, no conclusions can be made as to the cause of the event. Should additional information be received, resulting in new, changed, or corrected information, a follow up report will be filed. We will monitor complaints for similar issues.